Manufacturer narrative:
The customer¿s report of broken smartsite was confirmed. Visual inspection of the valve noted that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve components. Functional testing was not performed due to the obvious damage. Additional testing and analysis performed concluded there were no smartsite materials or functional changes that could indicate any manufacturing related contributors to the breakage. The probable cause has been identified as a contribution of alcohol, smartsite use duration beyond what is documented in the directions for use (dfu) instructions, and force being applied upon separation from a mating component. The root cause of the break is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported only that the smartsite on a med line broke. No event details were provided. It is assumed from this description that the device was in use on a patient at the time. There is no report of any patient harm.